Manufacturer narrative:
The product is available for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt

Event description:
While delivering the ninth orbit mini complex fill 2.5x4.5 coil (637mf2545/ 15409477) in a mirabeau microcatheter (create medic) there was some resistance and the delivery tube got stuck in the microcatheter. When pulling the system out from the patient, the delivery tube was found to be separated in two. The separated pieces of the delivery tube were safely retrieved from the patient and the procedure was continued using other coils (details unknown). It is unknown when exactly the delivery tube separated as the physician did not have any popping feeling while inserting, and he only noticed it when the delivery system was out of the patient. Afterwards, the procedure was completed using the same microcatheter. Before the complaint product, eight other coils were successfully placed in the target aneurysm using the same microcatheter. There was no patient injury reported. The procedure was conducted in accordance with the IFU and the constant flush had been maintained. After the event, other than the reported event, no damages were noticed on the delivery system (kink, bend, separated or fracture, etc), introducer or coil (unravel, stretched, kink, bend, fracture, separated, etc), and the coil was still attached to the delivery system. No further information was provided. The product is going to be returned for evaluation. The procedure was coil embolization of a splenic artery with a vessel that was heavily tortuous. The level of calcification was unknown.

Manufacturer narrative:
One non-sterile trufill dcs orbit was received coiled in a plastic bag, several kinks were found along the hypotube, and also it was found fractured/separated at 63.5cm from hub; no other anomalies were noted. Support coil, gripper and embolic coil were found outside the introducer. Hypotube separation point, gripper and embolic coil were inspected under a microscope and it was noted that apparently the delivery tube was kinked before it was fracture. Gripper and embolic coil presented no damage. Functional test could not be performed due to the condition of the received product (delivery tube separated). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "delivery tube separated" was confirmed, the unit was received fractured/separated, apparently it was caused by a kink. The failure reported by the costumer as "coil impeded-in microcatheter" could not be evaluated due to the condition of the catheter (hypotube fractured). The cause of the event experienced by the customer and the cause of the damages found on the unit could not be conclusively determined, however, the analysis and the DHR review indicates that the device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. It is possible that procedural factors or handling may have contributed with the reported condition since the records indicated that the product met specification prior to shipment; additionally inspections are in place that prevents these kinds of damages leaving from the facility, therefore no corrective action will be taken at this time. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
While delivering the ninth orbit mini complex fill2.5 x 4.5 coil ((B)(4)) in a mirabeau microcatheter (create medic), there was some resistance and the delivery tube got stuck in the microcatheter. When pulling the system out from the patient, the delivery tube was found to be separated in two. The separated pieces of the delivery tube were safely retrieved from the patient and the procedure was continued using other coils (details unknown). It is unknown when exactly the delivery tube separated as the physician did not have any popping feeling while inserting, and he only noticed it when the delivery system was out of the patient. Afterwards, the procedure was completed using the same microcatheter. Before the complaint product, eight other coils were successfully placed in the target aneurysm using the same microcatheter. There was no patient injury reported. The procedure was conducted in accordance with the instructions for use (IFU) and the constant flush had been maintained. After the event, other than the reported event, no damages were noticed on the delivery system (kink, bend, separated or fracture, etc), introducer or coil (unravel, stretched, kink, bend, fracture, separated, etc), and the coil was still attached to the delivery system. No further information was provided. The procedure was coil embolization of a splenic artery with a vessel that was heavily tortuous. The level of calcification was unknown. One non-sterile trufill dcs orbit was received coiled in a plastic bag, several kinks were found along the hypotube, and also it was found fractured/separated at 63.5 cm from hub; no other anomalies were noted. Support coil, gripper and embolic coil were found outside the introducer. The hypotube separation point, gripper and embolic coil were inspected under a microscope and it was noted that apparently the delivery tube was kinked before it was fracture. The gripper and embolic coil presented no damage. Functional test could not be performed due to the condition of the received product (delivery tube separated). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported delivery tube separation was confirmed with analysis; the unit was received fractured/separated. Based on the analysis, the separation appears to be caused by a kink. The reported resistance during insertion through the microcatheter could not be evaluated with functional testing due to the separated condition; however, the kinking may have contributed. The cause of the event experienced by the customer and the cause of the damages found on the unit could not be conclusively determined, however the analysis and the DHR review indicates that the device did not present any indication of any contributing manufacturing defect or anomaly. Procedural factors/handling factors including the heavily tortuous vessel characteristics may have contributed to the events. Review of the records indicated that the product met specification prior to shipment; additionally inspections are in place to prevent this type of damage from leaving the facility. Therefore no corrective action will be taken at this time.